Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient with pacemaker experienced pain. It was found out that the device migrated out of its original position. The device was repositioned and still remains in service. No additional adverse patient effects were reported.